Manufacturer narrative:
Conclusion: the determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the failure of c56 prevented the power supply from operating on ac power.

Manufacturer narrative:
Patient information was requested and was not provided.

Event description:
The customer reported the ventilator alarmed and then turned itself off while connected to a patient. The customer reported difficulty at start up and entering diagnostic mode. The customer reported there was patient involvement and no patient harm.